Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was a basic evaluation procedure. It was reported that the caller reports she was at a basic evaluation earlier today. Caller is currently driving and unable to provide the model or lot number of the lead kit. Reported that when they attempted to take the stylet out of the lead, the lead appeared to be fused together with the stylet, and was unable to separate the two. Caller reported they used a different lead kit and was successful. Caller reported patient is doing fine.

Manufacturer narrative:
D3/d4/h4: this information is related to the lead kit in which the lead and stylet were packaged. Continuation of d10: product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory h3: product ID# 306001 analysis determined that the stylet could not be removed from the lead. Product ID# neu_stylet_acc analysis identified that the stylet wire was bent in multiple places. The bend distal to the connector pin prevented the pin from sliding along the stylet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 309201 lot# serial# (B)(6). Implanted: explanted: product type screening device product ID neu_ stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID 041838 lot# unknown serial# implanted: explanted: product type accessory d4: model# updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.